Event description:
Orthopedic surgery pt had a flowtron excel ac550 in use with foot compression garments and subsequently developed a dvt.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjohuntleigh, (B)(4). The informant stated that the user facility had inappropriately used the flowtron excel (ac550) in conjunction with foot compression garments which was determined to be user error by the facility. The flowtron excel device is to be used with calf-length or thigh-length compression garments only. It has been confirmed that the pt was treated for the condition and discharged from the hospital without further complications. The info contained in this initial report is based upon the info provided on the MFR by reps of the MFR's sales and service unit subsidiary division. Add'l info will be provided following the conclusion of the MFR's investigation.